Event description:
Patient was left in psv (pressure support ventilation mode) and, upon arrival back to the room for a routine ventilator assessment, the patient was found in simv/prvc (synchronized intermediate mandatory ventilation / pressure regulated volume control mode) with changes in ventilator parameters and alarms. Changes were not made by myself and did not appear to be the result of any outside operator input.there was a software update to the g-5 models in april. This ventilator was removed from use. Investigation was started.